Event description:
It was reported that the cartridge was damaged at the shroud and the pigtail tubing came out of the cartridge, interrupting insulin delivery. There was no impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.